Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. The implantable pulse generator (ipg) was returned and analyzed. Analysis findings demonstrated grommet damage and set screw-rounded socket.the reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (B)(4) have been implemented to address this issue.

Event description:
It was reported the lead was removed and replaced due to high thresholds. It was also reported that "blood leaked into pacer header." The device was replaced. No patient complications were reported as a result of this event.